Manufacturer narrative:
The initial report indicated brand name for meter as contour next ez. The correct brand name for the affected meter is contour next. Has been corrected with this information. The customer did not return the suspected product. An in-house contour next meter was tested with the in-house contour next test strips, which gave satisfactory performance. All readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the contour next meter, serial # (B)(4) and no manufacturing anomalies were found.

Event description:
The customer received a blood glucose reading on the contour next that was 100 mg/dl higher than the physician's meter.

Event description:
The customer received a blood glucose reading on the contour next ez that was 100 mg/dl higher than the physician's meter. The specific readings were not provided. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.